Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call on 18-oct-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results; customer did not provide low blood glucose test results of concern. Customer is also comparing results to another device; meter to meter comparison results were not provided. The customer¿s expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Customer stated she had been hospitalized on (B)(6) 2023. Customer stated her mother had found her unresponsive and had called 911. The customer's blood glucose test result when tested by the paramedics using their device had been 27 mg/dl (fasting/non-fasting undisclosed). Customer had been transported to the hospital and was diagnosed with low blood glucose; customer was unsure what treatment she had received. Customer was discharged from the hospital on (B)(6) 2023 with changes to medical treatment plan: started jardiance on (B)(6) 2023 and vitamin b. During the call, a back to back blood test was not performed by the customer. Customer was unable to provide test strip lot information; product storage and open vial date were also undisclosed. The meter memory was not reviewed for previous test result history.